Manufacturer narrative:
System was recalibrated and returned to service.

Event description:
A software problem was found that underestimates the displayed dosage. This defect only occurs if the system has not been reset for a long period of time (i.e., 2-6 days). No pt injury was reported. The concern is for possible overexposure of ionizing radiation.